Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the down button get stuck and has to be pressed 2 to 3 times before it will activate. Customer's blood glucose level was unknown at the time of incident. Customer stated that the rainbow effect on screen interferes with viewing and the backlight is dimmer. The insulin pump will be returned for analysis.